Event description:
As the surgeon was attempting to clip the cystic duct, the clips being released from the ethicon endo-surgery, endoscopic multiple clip applier, ligamax5, 5mm clip applier was not fully closing. The tips were touching, but the body of the clip remained uncrimped. The applier was also noted to be only intermittently deploying the clips. It would release a clip, and then the applier would be squeezed again, with no clip being deployed.